Manufacturer narrative:
Pump serial numbers: (B)(4).

Event description:
Quarterly summary report for alleged pump history issues: it was reported that pump history was missing or inaccurate. The customer continued to use the pump or reverted to an alternate method of insulin therapy. There was no adverse effect.